Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately of the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The sterilization method has remained unchanged and ethylene oxide remains the sterilant used. Trima accel sets are sterilized by ethylene oxide with a 12 log reduction of resistant bacteria endospores. Fungal and yeasts organism such as geotrichum species are not capable of forming endospores. It is concluded that the sterilization cycle used to sterilize trima at terumo bct has the ability to kill geotrichum if present during the sterilization cycle. Literature review of the incidence of invasive fungal infections in patients with hematological malignancies was performed. Root cause: the disposable sets were unavailable for return and rdfs of the collection procedures were not available for analysis. It can be supported by several papers reviewed that the incidence of invasive fungal infections in patients with hematological malignancies has risen over the last two decades, most likely as a result of the increased use of intensive cytotoxic therapy, allogeneic blood stem cell transplantation, and immunosuppressive therapy. The most common infections are from trichosporon species and geotrichum capitatum (also known as blastoschizomyces capitatus). Infections due to geotrichum clavatum have only been reported in (B)(4) despite trima accel being commonly manufactured, sterilized, and distributed world-wide from terumo bct. Based on literature review, terumo bct sterilization method and effectiveness, and no similar complaints in other world regions where trima accel is distributed, it is concluded that the trima accel sets are not the source of the fungal contamination. Possible causes for the fungal contamination include but are not limited to patient connection to the disposable set(venipuncture), post-processing laboratory practices and handling, and/or storage procedures.

Event description:
The customer stated that medical intervention was involved but the customer was not able to confirm the specifics of the medical intervention. Multiple attempts to gather further information on the medical intervention and the current state of the patient remain unanswered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient had received a transfusion of a single donor platelet(sdp) unit that had been collected with a trima disposable set. Following the transfusion, the patient was found to be contaminated with geotrichum clavatum due to EU personal data protection laws, the patient information is not available from the customer.the disposable kit is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Clarification from the customer was received about the transfusion recipient patient. The patient had four transfusions. Two transfusions were from platelets collected on lot 06y2125 and two were collected on lot 06y2204 (this lot information has been additionally included. Further details about the patient's condition were not provided. The device history records (dhrs) were reviewed for both lots. There were no issues noted in either DHR that would indicate a systemic quality issue regarding microbial contamination ori ssues with sterilization. Quality labs passed and sterilization requirements passed for both lots.

Event description:
Clarification from the customer was received about the transfusion recipient patient. The patient had four transfusions. Two transfusions were from platelets collected on lot 06y2125 and two were collected on lot 06y2204. Further details about the patient's condition were not provided.